Manufacturer narrative:
E1: address: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defect was determined to be caused by the water filter not being replaced correctly according to the instruction for use (IFU), a definitive root cause of why the filter was not replaced correctly was unable to be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: regarding oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the facility's device reprocessor (oer-6) cannot drain water sufficiently when replacing the water filter. Per the report, the facility did not replaced the water filter every month and that it was operated for about half a year. The evis lucera elite gastrointestinal videoscope was reprocessed with the oer-6 where the water filter was not replaced on the recommended replacement date and was used in a case. There was no reported patient harm or impact due to this event. Related patient identifiers for other devices reprocessed with an affected reprocessor: (B)(6).